Event description:
This is being filed as the clip delivery system (cds 40807u1/23) moved unexpectedly in the medial direction when the device was advanced into the left ventricle. Although there was no adverse patient effect, unexpected movement in the left ventricle has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, as the first clip delivery system (cds 40807u1/23) was being checked to confirm that the clip arms were perpendicular to the mitral valve leaflets, the clip was observed to have moved in a medial direction. As the cds was being advanced into the left ventricle, the clip was observed to be diving medially. The device was removed from the anatomy without difficulty. Two additional cds devices were used and the clips were successfully implanted on the mitral leaflets. The last clip delivery system (cds 41013u1/43) was then introduced into the anatomy, but just as the clip exited from the steerable guide catheter (sgc), a clot was seen on the tip of the clip. The device with the clot attached was retracted back into the sgc and out of the anatomy. Once out of the anatomy, the clot was no longer on the clip and was thought to have remained in the sgc. The sgc was removed from the anatomy and was not inspected. The procedure was aborted. Post procedure, the patient was stable and the mixed mitral regurgitation grade was reduced from 4+ to 1+ with the implantation of two clips. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated weight. The customer reported that the clip delivery system (cds) was discarded. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the cds can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the lot history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve properly curved and the delivery catheter (dc) shaft met specification during the straightness test. There were no non-conformances issued for this lot. A query of the electronic complaint handling system identified no previous incidents reported for difficulty positioning the cds for the reported lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the cds may be influenced by patient anatomical morphology (such as tortuosity of the vessel, resulting in increased tension on the device) or excessive curves applied to the device by the user. In this case, it is possible the high transseptal puncture, in conjunction with procedural interactions, resulted in increased tension on the device and contributed to the reported difficulty positioning the cds; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported difficulty positioning the cds cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The other clip delivery system (cds 41013u1/43) referenced is being filed under a separate medwatch MFR number.